Event description:
It was reported that the lead was explanted due to oversensing, inappropriate therapy, no capture, and high impedance. No further patient complications have been reported as a result of this event.